Event description:
It was reported that, during a medical procedure, the patient experienced bleeding. It was stated that when "the dilator was placed there was a steady stream of blood coming out of the dilator." It was believed the blood was coming from the sacral vein or artery. It was stated the dilator was reinserted in to the sheath and pulled back slightly, and pressure was applied to the incision site. The bleeding "slowed but did not stop." The lead was placed contralateral. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28 lot# v979273 serial# implanted: (B)(6) 2012 explanted:; product typ lead. (B)(4).